Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The customer reported complaint was confirmed but not replicated as multiple instruments were installed and all were recognized. The universal surgical manipulator (usm) was tested on an in-house system and passed in normal mode. The usm was also tested on a psc fixture test platform (pftp) and passed carriage lissajous, sensors check, sine cycle instruments recognition and carriage friction tests. The carriage was inspected, and fluid intrusion was found in the cover, the main block going to the rfid, moisture in the joint senses, corrosion on the gearboxes and debris was found in the presence pins springs (see pics). As a fix the carriage cover, main block, axes controller, carriage rfid (accr) rfid assembly, rotors, gearboxes, joint senses, presence pins with the screws and top plate will be replaced. The carriage will be reworked.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the system had errors on the universal surgical manipulator (usm) 3. The customer could not engage instruments onto usm 3. The customer discontinued using usm 3 and continued the procedure using usm 4 instead. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and confirmed instrument engagement failures reported for the usm 3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting engagement failures on usm 3, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the presence pins on usm 3 kept causing tool engagement issues. The fse removed and replaced usm 3. The system was tested and verified as ready for use. The complaint regarding errors on the usm 3 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.